Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two maxcore disposable core biopsy instruments received. Upon visual evaluation, sample 1, the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout and was received fully primed with both slides pulled back. And sample 2, the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to have residue throughout and was received half primed with the top slide pulled back. Due to the condition of the sample, no functional testing was performed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided a review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure using the maxcore device. During the procedure, it was reported that the cannula of the device failed to fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure using the maxcore. During the procedure, the cannula of the device failed to fire. The procedure was completed using another device. There was no reported patient injury.